Event description:
The event is reported as: complaint alleges: clips not loading correctly during procedure. No pt injury reported. Pt's condition listed as fine.

Manufacturer narrative:
Device sample returned to MFR, but investigation is incomplete at time of this report. A device history record (DHR) review did not show any issues related to this complaint.